Event description:
It was reported that a patient underwent kyphoplasty surgery to treat a vertebral compression fracture. While performing the cement resistant technique, the left ibt (inflatable bone tamp) ruptured at approx 180psi <(>&<)> 3cc and was in contact with the pmma cement for approx 3 min. No fragments were left behind and no patient complications were associated with this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.